Event description:
The equipment operator pinced the fingers between the collimator and collimator mounting fork while moving the x-ray tube arm. It was reported that the operator broke the finger and the injury required a splint. The user's manual clearly warns against this and other potential pinch and collision points on the equipment.